Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical surveillance specialist was unable to obtain additional information during a follow up call and so the complaint is classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at noon on (B)(6) 2012. The patient reported managing her diabetes with insulin (self adjuster). The patient claimed that she became "sweaty" because she was unable to test her blood glucose due to the alleged issue starting. The patient told the cca that she exercised outside of her typical diabetes management at 1 p.m. On (B)(6) 2012 and then treated herself with food and/or drink. The patient denied using any other device to test her blood glucose. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no known misuse to the subject meter and that the patient was using the correct test strips. During troubleshooting the patient was able to turn the subject meter on manually. During troubleshooting the patient was unable to turn the subject meter on with the first test strip. However, was able to with another test strip. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reported symptoms suggestive of a serious injury and informed the cca that she had to treat herself due to the alleged issue starting. In addition, there is evidence of a malfunction because the subject meter would not power on with a test strip during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.